Manufacturer narrative:
(B)(4). The device was not returned. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a midline hernia. The cause of the hernia was unknown but it was noted that the hernia was not made worse by pd therapy. It was not specified if the patient was hospitalized for the event. The patient underwent surgery for the hernia and was reported to be recovering at home. Pd therapy was ongoing and the patient¿s fill volumes were gradually being increased during recovery. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the treatment after the hernia repair included pd therapy via continuous ambulatory peritoneal dialysis (capd), unknown pain medications post-surgery and unknown antibiotics prophylactically. The patient was discharged home on an unknown date and was changed from receiving full fills while using the homechoice (hc) device to low fills until fully recovered. At the time of this report, the patient had completely recovered from the hernia repair and is using her hc device and full fills without any issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.